Manufacturer narrative:
Product event summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds, high impedance, a possible fracture, and was oversensing noise. Multiple mode switch episodes were noted with the noise. The problems with the ra lead were discovered during a remote monitoring diagnostic report. The patient was scheduled for a follow-up appointment to further investigate the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2016, 13:29:11, it was further reported that the ra fracture was confirmed just distal to the tie-down sleeve. The ra lead was explanted and replaced. It was reported that during explant of the right ventricular (rv) lead the layers fragmented during laser extraction and the outer layers 'snowploughed' through the sheath. The lead was eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.